Event description:
It was reported that the pump could not be turned on with the wake button on the pump. As a result, the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. The customer addressed their bg with a manual injection. During troubleshooting, tandem technical support (tts) assisted the customer with turning the pump back on and confirmed that the wake button was actually working appropriately and customer was able to turn the display on and access pump features even when not plugged into a power source. The customer continued using the pump for insulin therapy.